Manufacturer narrative:
Per the user facility's biomedical engineer, after troubleshooting, the external pump cable from the network interface card (nic) cable to pump was not the issue and neither was the nic board.

Event description:
It was reported that during use of the device for a non-clinical activity, the roller pump displayed a 'motor' error after initial startup. There was no patient involvement.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the roller pump to lab use only (luo) testing equipment. Upon arrival, the roller pump occlusion was significantly high. The occlusion was lessened to load the 1/4-inch tubing, and the pump ran with the tubing installed without disruption. The roller pump performed as expected with the pump jam test and no motor errors were encountered during evaluation. The service repair technician (srt) could not duplicate the reported complaint. The roller pump was run with tubing for over 15 hours on pulse mode with no observed issues. The srt checked the internals for a loose connection, with nothing observed. The roller pump module was replaced as a precaution. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated block: d9. Evaluation is in progress, but not yet concluded.